Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an expected out of insulin alarm while sleeping. Subsequently, multiple malfunction alarms occurred. During troubleshooting with tandem technical support (cts), the malfunction alarms were cleared. Subsequently, a cartridge change error occurred during the load process. Reportedly, the customer was able to successfully load a new cartridge and resume insulin delivery. The customer stated that their blood glucose (bg) level was "high" during the reported events but could not provide an exact value or an exact cause as the events occurred simultaneously. The customer stated they would bolus via the pump to address bg levels. Reportedly, the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions were verified, however no failure was detected related to the cartridge change error.